Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's display was distorted and clinical information could not be seen. Complaint indicated that there was no pt involvement in the reported malfunction.